Manufacturer narrative:
Unit had intermittent buttons response due to flattened (creased) esc, act and up buttons dome switch. No unlocked j2/lcd keypad connector noted. Unit had cracked keypad overlay.

Event description:
Customer reported via phone call that insulin pump had keypad cracked and chipped & faded. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.